Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 551mg/dl and diabetic ketoacidosis. The customer treated with an IV drip. Customer indicated that they wanted to document the incident only and that this was a past event. Customer's doctor indicated that the high blood glucose may have been due to a site issue. No further assistance was necessary. No further details given.